Event description:
It was reported that the procedure was to treat a lesion in right coronary artery with heavy calcification and heavy tortuosity. Access was through the femoral artery. During the procedure, the copilot was connected to an unspecified guide catheter and unspecified interventional devices when the bleed back control seal was noted to be leaking. The procedure was able to be completed with the same copilot, with no adjustments made. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the device was not returned for analysis, the investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.